Event description:
It was reported that the left ventricular (lv) lead had dislodged and pulled back into the proximal coronary sinus (cs). There was no capture on any vector from the lead. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analysis was performed with no anomalies found. (B)(4).